Event description:
It was reported that the inflatable penile prosthesis implant was aborted due to the urethra being perforated. The perforation was not due to the device. The urethra was closed and a foley catheter was placed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis implant was aborted due to the urethra being perforated while dissecting out the corpora. There was blood at the meatus. The perforation was not due to the device. The urethra was closed and a foley catheter was placed. The foley catheter has since been removed. The patient will be re-implanted.